Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 27 mg/dl, which the customer treated with food. The customer's mother stated that she had been experiencing low blood glucose for the past 2 weeks. The customer's mother was informed by doctors that the customer's basal rates needed to be adjusted. The customer had decreasing blood glucose levels during sleep just before the event occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.